Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction associated with the sgc. The reported patient effect of bleeding, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported bleeding and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This steerable guide catheter (sgc) report is filed for the access site oozing requiring intervention. The sgc cannot be excluded as a possible contributing factor. It was reported that two mitraclips were implanted through the groin access site on (B)(6) 2014 in the patient with functional mitral regurgitation (mr) reducing the mr from 4+ to 1+. The following day on (B)(6) 2014 there was a little bit of leaking at the groin site but this appeared to be superficial and was not considered to be a serious event. A pressure bandage was applied and the condition resolved the following day. There was no additional information provided.